Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device evaluated by MFR: device not available.

Event description:
Patient's letter states " right knee replaced on (B)(6) 2018. The knee has existing pain on and off since replacement. The knee has been swollen. Pain in this knee has been substantial starting 1 year after replacement. The doctor mentioned possible infection from the metal."